Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer (fse). The o2 gas module and a monitoring printed circuit board (pcb) were replaced and sent for further investigation. The returned monitoring pcb has been tested in a ventilator it failed the pre-use check with o2 cell/sensor and flow transducer tests. This pre-use check failure was due to components failure on the pcb. However, the monitoring pcb is only for measuring it will not affect the ventilation. The returned o2 gas module has been tested in a ventilator it failed the pre-use check with internal leakage, pressure transducer, safety valve, o2 cell/sensor and flow transducer tests. Our investigation has concluded that the reported problem was due to a defective delta pressure sensor on a printed circuit board inside the gas module. The cause of the delta pressure sensor failure was most likely due to the lack of maintenance. As it was noticed by visual inspection that the nozzle unit was old and broken. The gas module filter as well was old it was manufactured in 2013. Both nozzle unit and the filter should be replaced every year or after 5000 hours. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).